Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter translated from french to enlgish: "sanofi was testing several sample seringes for their drug on monday, on (B)(6) 2024 at 10:20 am. When testing the bd syringe (batch 132389), printing erased itself. Another batch was tested (batch 1348444) and the printing didn't erased itself." When was issue detected? Prior to use sample/ photo available for return picture only - sample not available

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Four photos of a 1ml luer-lok syringe (p/n - 309628) batch 1323389 were received and evaluated. Three of the photos show one loose syringe with the scale markings missing on a large portion of the barrel. Two of the photos show the top web portion of the package including all applicable product information. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1323389 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.